Manufacturer narrative:
This event occurred in (B)(6). The field service representative found a spring, that holds the sample tube in the correct position, was defective. He disabled the sample position where the spring was located, therefore samples could no longer be processed in that position. The customer performed qc and the results were within specifications. No further investigation could be performed as the customer declined to provide any additional information.

Event description:
The initial reporter received questionable sodium results on a cobas c111 module. The initial result was 220 mmol/l, but this result was overwritten by 218 mmol/l due to a re-run measurement. The customer noticed "out of range" and "sol 1 dev" flags and decided to repeat the sample. The repeated result was 174 mmol/l. The sample was sent to another laboratory for testing on a cobas c501 module. The results were 145 mmol/l and 143 mmol/l. The results were reported outside of the laboratory, but it is unknown which result was reported. The sodium electrode lot number was requested, but not provided.